Event description:
It was reported that a malfunction occurred with the pump. There was no information regarding any adverse impact on the customer¿s blood glucose level, and it was unclear if the level exceeded 500 mg/dl. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the customer acknowledged and understood.